Event description:
It was reported that during preparation, the guidewire was introduced into the balloon catheter (subject device) and advanced without resistance; however, the distal part of the balloon catheter was kinked and broke. The broken distal part of the balloon catheter separated the soft distal tip of the guidewire, which was inside of the balloon catheter. There was no patient involvement.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during preparation, the guidewire was introduced into the balloon catheter (subject device) and advanced without resistance; however, the distal part of the balloon catheter was kinked and broke. The broken distal part of the balloon catheter separated the soft distal tip of the guidewire, which was inside of the balloon catheter. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the balloon catheter shaft was kinked most likely due to handling of the device during preparation. However, the device was intact. The balloon catheter was not broken. The fractured piece of the guidewire was inside the balloon catheter. The catheter shaft was cut in attempt to retrieve the fractured piece of the guidewire but this was unsuccessful as the catheter shaft was blocked with solidified saline. The device dimensions were found within specification. Investigation of the returned device did not find any evidence of the catheter breakage. Therefore, the reported issue of the catheter shaft broke was not confirmed. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.